Event description:
Pt's vns therapy system (both generator and lead, including electrodes) was explanted due to staph infection. The infection was treated with IV antibiotics. The infection has reportedly resolved.